Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was unknown. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2026. Around (B)(6) 2026, the patient experienced their ipg moving around in the pocket and causing a sharp pain. The patient was advised to get an x-ray. Per the physician, the root cause of the event was unknown as the device was placed perfectly with 6 sutures on lead, 2 on tab and 2 on the ipg. On (B)(6) 2026, a successful pocket revision was done, and the device was placed sub muscularly. As of (B)(6) 2026, the pain resolved and the patient reported doing much better.